Manufacturer narrative:
One sample was returned for evaluation. Visual inspection found a dent in the tube. The reported defect was detected on the returned sample. The most probable root cause is the patient biting down on the tubing. During processing of this device a 100% patency check is performed on each individual tube to check for obstructions or blockages in the internal diameter of the tube. If obstructions are present the tube is removed from the lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A customer reported that while in the prone position under general anesthesia, patient ventilation became difficult. A ventricular drain needed to be urgently inserted and when the patient was placed supine, the endotracheal tube was found to be blocked/kinked, requiring reintubation of the patient. The time between difficulty ventilating and reintubation was noted to be 20-25 minutes. Following surgery the patient was returned to the or for a craniectomy and evacuation of a subdural hematoma. The patient was reported to still be in the ICU. The device is being returned for investigation.

Manufacturer narrative:
(B)(4). Information regarding patient weight unavailable.

Manufacturer narrative:
(B)(4).